Event description:
Hemodialysis patient completed dialysis treatment at approximately 11:20 am. Patient's personal sling pad had remained under patient throughout dialysis treatment in the dialysis recliner chair. Hoyer lift device was utilized to transfer patient from dialysis chair to patient's personal wheelchair. During lift transfer of patient to personal wheelchair, patient slipped out of sling pad and fell to the floor hitting her head. Patient had laceration to right eyebrow and was bleeding. Patient was slow to respond. "911" was called. Patient was transferred to hospital and admitted. Patient expired (B)(6) 2017.